Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise. The lead was suspect of a fracture. The lead was programmed off with the lead remaining in the patient. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.